Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a visual inspection was conducted and found worn teflon pad with metal exposed. The metal-to-metal contact from the probe and jaw can cause the device to stop working. The cause was traced to a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited a worn teflon pad with metal exposed. There was no patient involvement.